Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the indicator clip in the jaws which indicates that no clips were remaining. The rotation tab was bent. Seven loose clips were returned with one of them broken at the hook and one broken in half near the hinge. The returned sample appears used as there is biological material present on the device. First, the indicator clip was manually removed from the jaws and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. As expected, no clip fired since no clips were remaining. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The bent rotation tab and the broken clips that were returned are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws and could also cause clips to break inside the channel. The sample was received with 0 clips remaining in the channel indicating that 15 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip got broken at loading" was confirmed based upon the sample received. One device was returned with its rotation tab bent and the indicator clip in its jaws. Seven loose clips were returned with one of them broken at the hook and one broken in half near the hinge. The device was received with 0 clips remaining in the channel indicating that 15 clips were fired by the end user. The bent rotation tab and the broken clips that were returned are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws and could also cause clips to break in the channel. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip got broken at loading. Therefore, the user replaced the device with a new one. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1800769 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip got broken at loading. Therefore, the user replaced the device with a new one. No clips fell in the patient.